Event description:
It was reported by that during a diep flap procedure, the surgeon says that the clips are not closing completely on vessel. The gap is too large. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Additionally, no difficulties to fire the instrument were noted during analysis. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information: did the clips fall into the patient? No. Was the first clips of the device difficult to fire? Yes.